Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The battery pack installed in the AED was expired as of 5/31/2025. The customer did not report this occurring during patient use.

Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.